Event description:
The customer reported the clip cannot be removed from the main body during an hemostasis procedure involving an olympus rotatable clip fixing device. The customer suspected that the cause of the clip not being able to be removed was due to component failure. There was no patient injury reported.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.